Event description:
It has been reported to philips that the system was not booting up. It is unknown if the system was in clinical use. No harm has been reported to philips. No harm has been reported to philips philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system was not booting. No service has been performed by philips since the customer logged a wrong call and there was no issue with the system. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.